Manufacturer narrative:
Concomitant medical products: product ID: 8709, lot# j0056602r, implanted: (B)(6) 2000, product type: catheter. (B)(4).

Manufacturer narrative:
Additional medical history was provided.

Event description:
The patient¿s healthcare provider (hcp) noticed the patient¿s pocket site was red, swollen, and tender on (B)(6) 2014. Drainage was also reported. An infection was diagnosed. The patient stated these symptoms began on (B)(6) 2014. A physical examination revealed cellulitis over the pump in the right lower quadrant. Erythema and edema were noted with local pain on palpation. The patient¿s skin was dry and their incision was healed. The doctor who implanted the pump was called, and the patient was awaiting transport to that hospital for assessment. The patient¿s replacement was postponed because they started running a fever, and they were also lethargic. An MRI was ordered prior to going to the operating room. The reason for the patient¿s symptoms was not completely known. The patient was admitted to the intensive care unit (ICU) on (B)(6) 2014, and their pump was removed on (B)(6) 2014. The patient¿s pump was not refilled due to the infection and removal of the pump. The pump contained morphine and bupivacaine.